Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the biopsy channel port was shaved, as the endo therapy accessories or a metal part of the cleaning brush may have touched the biopsy channel port during insertion/withdrawal of them. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, multiple black dots in the image, stain in image, forceps channel port shaved, light guide cover glass dented, universal cord scratched, control unit scratched, control unit discolored, scope cover deformed, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to damage on insertion guide bundle, the image stained, and insertion guide bundle broke. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that the bronchofiberscope exhibited foggy and doted image. Upon inspection and testing of the returned device, the scope forceps channel port was shaved. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.